Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: on (B)(6) 2024 simultaneous non-physiologic noise was seen on both a & v leads. The patient was contacted and reported dizziness and syncope. On (B)(6) at in-person visit, arm movements reproduced noise and inhibited pacing in both leads. Patient was admitted to the hospital. On (B)(6) a new system implanted on the right and the old system on left was turned off and abandoned. This lead was capped. Should additional information be received, this file will be updated.